Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to high o2 concentration alarm. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. Based on technician statement, the nozzle unit was checked and has been replaced to resolved the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. Defective parts and device's logs were not available for further evaluation. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/07/2018. Corrected manufacture date: 08/28/2018. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).